Manufacturer narrative:
Eval results: visual inspection revealed the anchor had been modified; 1cm of the distal end had been removed. Suture material was tied around the threaded region. No functional testing was performed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2012-05370. Reference MFR report#: 1627487-2012-05371. The pt received her scs system including two leads (from different lots) and two anchors (from the same lot) for off-label use. It was reported the pt was no longer receiving adequate coverage. Reprogramming attempts were unsuccessful. X-rays were taken and revealed one of the leads had migrated. One of the leads and one of the anchors were explanted and replaced. Surgical intervention resolved the pt's issues.